Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation due to no communication between the patient's scs ipg and patient programmer. Wake up protocol did not resolve the issue. Subsequently, the scs ipg was scheduled to be replaced. Follow-up identified the patient's scs ipg was replaced.